Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had beep, vibrate anomaly. The blood glucose was 225 mg/dl at the time of the incident. Customer did the tone test and he self test and insulin pump was not vibrating. The insulin pump is neither beeping nor vibrating currently. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed self test and displacement test. The audio,beep, vibrate functioned properly during testing.